Event description:
It was reported that the patient's airway was obstructed, and a tracheostomy was performed. After a tracheostomy cannula was inserted, the air bag was inflated, and air leakage was found. It was replaced and reinserted. There was patient involvement and secondary trauma to the patient was reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.